Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.  (B)(4). F/g, promus element,mr,ous 2.50x20mm stent delivery system was returned for analysis broken into two pieces. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion identified a mid- shaft break 350mm proximal to the distal edge of device tip. The mid-shaft break exposed the corewire, kink noted in distal end of corewire. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 10-mar-2018. It was reported that crossing difficulties were encountered. The 90% stenosed, 2.50x20mm target lesion was located in a severely tortuous and severely calcified ostial coronary artery. A 2.50x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis reveals a mid-shaft break.